Manufacturer narrative:
There is no indication that the access® accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported discrepant troponin I (access® accutni+3) results, for one patient, involving the access® accutni+3 reagent used in conjunction with the unicel® dxi 800 access® immunoassay system. The original result was released to the hospital and questioned by the physician after the second serial draw results were issued. The customer reanalyzed the patient's sample on an alternate unicel® dxi 800 system (in triplicate) and lower results (within the normal reference range) were obtained. An amended report was issued to the physician. There was no report of patient injury or change in patient treatment associated with this event. The lithium heparin plasma sample was collected in a vacutainer and centrifuged in a statspin at 6,100 rpm (rotations per minute) for five minutes, at room temperature. The customer indicated quality control (qc) was within range on the day of the event. No system issues were noted. The instrument was in normal operation.